Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: on firing, the handle was locked. The doctor left the device for a while and did other operation, then it was noticed the device was partly broken and the part was missing. The part might remain in patient's cavity. No bleeding, tissue damage were reported, nor was the operative time extended more than 30 minutes.